Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted on the right ventricular (rv) lead. Oversensing on ventricular high rate episodes and variable and high impedance were also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.